Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure involved placement of a cardiomems device in the right atrium. The hi-torque steelcore guide wire was inserted through the vein without issue. Then the cardiomems device was successfully deployed. However, during removal of the guide wire, the hydrophilic coating of the mid to distal portion of the guide wire and the radiopaque portion were stripped. Nothing became detached in the patient. There was no resistance noted during advancement or removal of the device. The procedure was successful. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire. The reported peeling was unable to be confirmed. There was noted stretches and a bent core likely due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported guide wire peeling. There is no indication of a product quality issue with respect to manufacture, design or labeling.na